Manufacturer narrative:
(B)(4) date sent: 4/2/2025 d4: batch # 194d03. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received unfired, the reload pan was noted to be partially dislodged from right proximal side, no driver was missing. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 194d03, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.